Event description:
Duraseal was used to seal dura in an acoustic neuroma procedure using a translabyrinth retrosigmoid approach and a facial nerve reaction was noted. Duraseal was removed and the wound was irrigated. Post surgery pt was weak and had facial nerve function on left. Good obicularis oculi function with good eye closure.